Event description:
The patient presented four years postoperatively with grade ii dyspnea and the valve was reported to be stenotic. Echocardiogram revealed a mean gradient of 42 mmhg at rest and 58 mmhg with exertion. Left ventricular function was "normal" with no signs of dilatation. The surgeon recommened an echocardiogram in six months and possible reoperation at that time. No additional information was received regarding the explant. Additional information has been requested.